Event description:
Babe was intubated by doctor. Misting was noted in endotracheal tube (ett) but co2 detector had no color change. Ett was repositioned to see if any color change would occur, then babe was noted to cry and ett was pulled, and babe was intubated again by same doctor. Doctor felt that he was in good position both times, but that the 1st co2 detector was faulty. Lot # was 2409255373 expires 2027/04/01.